Event description:
A threaded locking driver (905-1015; lot ap30612) broke during a 1-level lumbar case on (B)(6) 2013. Specifically, the screwdriver tip broke during screw placement. The fluoroscopy confirmed the segment was not outside the screw body. The procedure continued without incident with the introduction of the longitudinal rod and locking cap, the fractured segment was contained and isolated from contact with body tissue. No pt complications were reported.

Manufacturer narrative:
The device was returned for eval. Mfg device history records (DHR) were reviewed and it was confirmed that material, heat treat, and processing were accurate. All records indicate the product was mfg to specifications. Hardness testing was performed and test results were consistent with the material specified. Optical inspection was performed and no anomalies found. Based on the result of investigation it is concluded that the cause of the failure is not due to mfg or product non-conformances. It was determined that the user did not have the device properly prepared for use following the MFR's instructions. The screwdriver was not fully engaged with the implant and the implant became loose from the screwdriver prior to tip fracture.